Manufacturer narrative:
H10: after review of the source system and the record, no changes were made by service to reflect harm. A philips authorized service provider (asp) confirmed through diagnostic testing the internal battery was not charging due to a defective power cord. The ventilator uses alternating current (ac) mains as its primary power source. If ac power fails, the ventilator automatically switches to operation on backup battery without interrupting ventilation. The battery powers the ventilator until ac power is connected or the battery is depleted. The asp recommended replacement of the power cord. The customer declined further corrective activity. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device shutdown while on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Device evaluation and repair are pending.